Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for failed battery test. The customer¿s blood glucose was unknown at the time of incident. Customer reported t she has been having issues with battery. Customer stated that pump alarmed with replace battery now. Customer stated that the battery has not been used before in pump or another device. To try batteries from a fresh package. Advise to wait for the insert battery alarm before inserting a new or fully charged aa battery. Customer received battery failed alarm. Sending customer battery cap. Insulin pump is not expected to return for analysis.